Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient failed to recharge the ipg. As such, the ipg was inoperable. In turn, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was resumed post operatively.

Manufacturer narrative:
The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg. The root cause is a depleted internal battery due lack of charge. Per the communication hubs, the patient forgot to charge because of her progressive dementia and she can't remember it. She has no memory of that either. Per document (B)(4), no product evaluation form was initiated. There is adequate information in the dfu for preserving the ipg battery when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿